Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty operating the ilet and elected to shut down the device to return to backup therapy with a dexcom g7 receiver after recurrent sensor data disconnects and user discomfort with meal announcements and system management. Symptoms included user anxiety and confusion related to device operation. Outcomes included discontinuation of ilet use and transition back to prior therapy without medical intervention or hospitalization. Investigation included troubleshooting education, a guided device shutdown, and coordination with the user¿s clinical trainer. Investigation of this case revealed user interface and usability challenges and intermittent cgm data display or connectivity issues while using the ilet, with no alerts or alarms reported and no specific responsible device identified. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty with system operation combined with cgm connectivity issues.